Event description:
The home pt's nurse reports that the transfer set tubing split during use. This is the second set that this has happened to for the home pt. There was no pt injury or medical intervention.